Event description:
It was reported that the insulin pump screen would slowly fade away. Customer's blood glucose was 119 mg/dl. Troubleshooting was not completed due to customer does not have at the moment the recommended battery brand. Customer will call back if issue did not resolve with the recommended battery brand. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.